Event description:
It was reported that the ventilator's printed circuit boards were contaminated with liquid. There was no patient harm reported. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer (fse). The claimed issue was reproduced during troubleshooting. Liquid spilled on a unit and entered the ventilator. It remains unknown what kind of liquid affected the device. According to received information, liquid presence was noticed by the technician on the b740 cpu board and expiratory channel printed circuit board. It was concluded by the fse that spillage of liquid on these components caused occurrence of technical error codes. Customer refused repair of the device. The device's logs were not provided for further analysis. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to liquid presence on printed circuit boards.

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer (fse). The claimed issue was reproduced during troubleshooting. Liquid spilled on the unit and entered the ventilator. It remains unknown what kind of liquid affected the device. According to received information, liquid presence was noticed by the technician on the b740 cpu board and expiratory channel printed circuit board. It was concluded by the fse that spillage of liquid on these components caused occurrence of technical error codes. Customer refused repair of the device. Provided movie and photos confirmed presence of the contamination. The reported technical errors were confirmed in provided device's logs before indicated date of event. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to liquid presence on printed circuit boards.

Event description:
Manufacturer's ref.#: (B)(4).